Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the experienced low blood glucose (bg) level; cause was not known. Reportedly, customer's continuous glucose monitor read "low" however, specific bg value was not provided. Customer consumer carbohydrates, juice and food to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting pump time. In addition, it was reported that the insulin gauge was inaccurate. The customer reverted to manual injections for insulin therapy.